Event description:
Patient reported that battery life depleted rapidly and error messages occurred concerning cartridge reading issues. There was no reported impact to the patient¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.